Manufacturer narrative:
(B)(4). The device was not returned for analysis as the clip was discarded. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no lot specific product issue. The mitraclip system instructions for use states, "the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation". Based on all available information, the reported off label use was associated with the use of the mitraclip device on the tricuspid valve. The reported slda (single leaflet device attachment) resulting in unchanged tricuspid regurgitation appears to be due to the off label use. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the single leaflet device attachment. It was reported that on (B)(6) 2020 this was a mitraclip procedure to treat grade 4 mixed etiology mitral regurgitation (mr). One mitraclip was implanted reducing mr to grade 1. The procedure continued to treat the tricuspid valve off label with the mitraclip for grade 5 tricuspid regurgitation (tr). One mitraclip was implanted on the tricuspid valve. After clip deployment, the septal leaflet was no longer inside the mitraclip resulting in a single leaflet device attachment (slda). A second mitraclip was advanced to the tricuspid valve to stabilize the first, but the second clip was not implanted due to the difficult imaging caused by the patient anatomy. After the undeployed second clip was retracted from the right ventricle to the right atrium, a new torn chord/flail was noted. The second clip was thought to have interacted with chordae resulting in the new flail, but the tr grade was not impacted as it remained grade 5. The procedure was completed. On (B)(6) 2020 the patient underwent surgical replacement of the tricuspid valve. The patient was reported to be doing great post operatively. There was no additional information provided.